Event description:
The doctor called to report that the customer was hospitalized for dka. At the time of the call, the doctor refused to troubleshoot the pump. The doctor was requesting a rep to come to the hosp and troubleshoot the pump. In addition, the doctor did not want to release any info about the customer. No further details.